Event description:
It was reported that the patient was treated in the ICU on (B)(6) 2023 due to "recurrent dyspnea for 4+ years, tracheostomy and ventilator-assisted ventilation for 1+ months". On (B)(6) 2023: the patient sweated profusely and complained of dyspnea. Clinicians did not rule out the possibility of blockage of the tracheal incision catheter cannula brought in by admission so replacement of the tracheal cannula was chosen as course of action. After treatment, the symptoms were not relieved so examination found that the balloon leakage of the newly replaced tracheal cannula. After removal, the "casing balloon was ruptured". After replacing the tracheal cannula, the examination was no rupture, no air leakage, fixed and smooth. The patient's symptoms improved, and there was no shortness of breath. Physiological response (body temperature: 36.5c; breathing: 25 breaths/minute; pulse: 130 beats/min; blood pressure: 165/90mmhg; peripheral oxygen saturation: 100 percent).

Manufacturer narrative:
Device evaluation: a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No trend of confirmed complaints in relation with this issue was identified. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. It is the most probable that reported failure occurred during use due to contact with sharp edge which is in conflict with instruction for use. Unfortunately without the sample we are unable to determine true root cause of this issue.